Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable, clamp tubing. They instructed the patient to stop and restart the pump. The pump continued to alarm. They then had the patient clamp tubing, unlock the cassette and check for air in the line. Air was present. Tubing was massaged. They then instructed patient to reattach, unclamp the tubing and restart the pump. The pump continued to alarm. They then instructed patient to turn the pump off and clamp tubing. Rate was 5.4 ml/hour. Volume was 8.1 ml. Given was 41.9. The event occurred at patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.